Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device did not show ok and showed the charge-pak, attention and service wrench icons in the device's readiness display. The device would not power on to charge and shock defibrillation energy. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. Ionic contamination under the filter, designator fl9 caused a current leakage which caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
It was reported to physio-control that during a routine check, the customer's device did not turn on. All three icons (charge-pak, service wrench and attention) were displayed in the readiness display. The customer also reported that they were unable to download the device's data. There was no patient use associated with the reported event.